Event description:
The customer originally reported an ECG issue.

Manufacturer narrative:
(B)(4). When the customer was contacted to discuss the resolution of the ECG issue, the customer stated the display would not work after replacing the ECG module. There was no pt involvement as this occurred while the customer was performing service on the device. The customer re-evaluated the device and noticed a torn ribbon cable for the display. The customer stated this could have occurred during their repair of the device, as they were connecting and disconnecting many cables and parts. The display was replaced to resolve the issue. The device passed all testing and remains at the customer site for use. Philips is considering this a malfunction of the display. Replacement of the display resolved the issue. No customer communication was requested and none provided.